Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the patient had an aml stem and duraloc cup implanted some time in 1997. The patient recently complained of hip instability. So surgeon performed a head and liner exchange on (B)(6) 2023. There was no surgical delay. Doi: 1997. Dor: (B)(6) 2023. Affected side: left hip. The product was not returned to depuy synthes, however photos were provided for review. See attachment [(B)(4) x-ray films ad 22 nov 2023, (B)(4) x-ray films ad 22 nov 2023 (1), (B)(4) x-ray films ad 22 nov 2023 (2), (B)(4) x-ray image ad 20 nov 2023]. All available x-rays and photographs were reviewed, and no evidence of implant fracture, disassociation, anything indicative of a device nonconformance or something that might have contributed to the reported adverse event was found. Some minor extraction damage can be seen. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was unconfirmed as the observed condition of the [unknown hip femoral head] would not have contributed to the complained adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H4- unable to determine product manufacturing date based on the provided lot number. Continued follow-up is being conducted and any additional information received will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had an aml stem and duraloc cup implanted some time in 1997. The patient recently complained of hip instability. So surgeon performed a head and liner exchange on 11-15-2023. There was no surgical delay. Doi: 1997. Dor: nov 15, 2023. Affected side: left hip.